Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2021. Blood glucose reading was 900 mg/dl at time of hospitalization. Customer was using insulin pump system within 48 hours of reported event. Auto mode was not active at time of event. Customer had a symptoms like feeling sick, increased thirst due to high blood glucose. Insulin pump will not be return for analysis.